Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed damages to the area near the lot etch and distally down the shaft. Damages included scratches, gouges, and deterioration of the device from being in-vivo. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - initial surgery - 2014. Concomitant medical products: unk head; unk liner; unk cup. Report source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01670 and 0001822565-2019-01671. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately five years post initial surgery due to frequent dislocations. At the revision, surface of the removed cpt stem partially was worn, peeled and/or damaged. No additional information available.